Manufacturer narrative:
The account informed the hill-rom technician that the issue has been corrected. The account did not provide hill-rom with any specific information as to what was performed to correct the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing it's retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleged that the device has a loss of ground.